Manufacturer narrative:
Concomitant products: boston scientific rx cytology brush. Boston scientific (long wire) extraction balloon, unknown model. Rat tooth forceps, unknown make or model. Pentax ercp ed3490tk endoscope. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide; however, wire guide coating has folded over itself past the coil spring. From approximately 0 cm to 6.3 cm from the distal end, the wire guide covering has folded over itself. Approximately 6.3 cm to 27.0 cm from the distal end is a section of bare core wire. There are kinks approximately 7.0 cm and 181.5 cm from the distal end. Provided with the return was a detached section of wire guide coating approximately 17.8 cm long. Approximately 5.1 cm of the detached portion of wire guide coating is inside out, proximal to the inside out portion the wire guide coating has split (approximately 5.1 cm to 6.5 cm from the end inside out end). No rough surfaces are found along the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report, this 0.035 inch wire guide was used with a boston scientific trutome 39. The boston scientific trutome 39 is meant to be used with a 0.025 inch wire guide. The instructions for use state, "precautions: use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to "flush endoscope accessory channel and/or lumen of device with sterile water" and "for best results, wire guide should be kept wet." This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. They were using the wire guide to gain access to the bile duct. They saw that the wire was high up in the hepatic [duct]. It was within a boston scientific trutome 39. They were exchanging for a boston scientific rx cytology brush. As they were pushing the brush out of the endoscope channel, they saw that it looked like there was another wire in place. They were brushing and the thing that looked like the other wire went up into the bile duct. They pulled the brush, and the other thing that looked like a wire came out with brush. The wire looking thing was still somewhat inside the bile duct. They went in with a boston scientific (long wire) extraction balloon and swept with the balloon down the bile duct. The thing that looked like a wire was still there. The doctor tried to remove it with a rat tooth forceps but could not get it. They went back down with balloon to pull the wire. While trying to pull the wire, it was a difficult. They had to pull everything out. When they pulled the balloon, the wire-like thing became stuck inside the balloon. With the balloon out [of the endoscope], they yanked the wire-like thing from the balloon found that it was the casing [coating] from the wire guide. The casing [coating] had separated from the wire. The cook sales representative noted that the boston scientific trutome 39 is meant to be used with a 0.025 inch wire guide, but the wire guide in question for this event was an 0.035 inch [user error].